Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat left main into the cx. The 2.5 x 08 otw minivision was advanced, but would not cross the lesion. The stent delivery system (sds) was removed at which time it was observed that the stent had dislodged, but remained on the guide wire. A 2.5 x 12 voyager was advanced and was able to deploy the stent where it had dislodged, which was very close to the target lesion, but not quite where it was intended. Using a buddy wire, the 2.5 x 08 rx minivision was advanced to treat the lesion, but it failed to cross and upon removal, this stent was also stripped off the balloon, but remained on the guide wire. All devices were removed together as a single unit and the stent was retrieved outside the patient by flushing the guide catheter. No other attempts were made to treat the lesion due to the difficulties. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results code - product performance engineering found that no determination can be made as to the root cause of the stent dislodgement. The otw mini vision indicated in the event description (b5) and in concomitant medical products (d11) is being reported under MFR# 2024168-2007-00164. Evaluation summary: quality assurance analysis revealed that the rx mini vision was returned with the stent completely dislodged from the balloon. The first row of proximal struts, were mangled. No other damage to the stent was noted. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 18.4 cm distal to the strain relief tubing. No other damage to the catheter was noted. The tip seal length of the rx mini vision was measured and met manufacturing criteria. The stent outer diameters of the rx mini vision were measured. The proximal and middle measurements met manufacturing criteria; however, the distal measurements were oversized. The proximal measurements were taken distal to the damage in the first row of proximal struts. Product performance engineering reviewed the incident information and analysis of the returned device. The reported complaint of stent dislodgement was confirmed. Proximal strut damage was observed. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was properly positioned at the time of manufacture. Also, because the balloon was still tightly folded, it appears tha it has not inflated or subjected to positive pressure. A bend in the hypotube 18.4 cm distal to the strain relief tubing was observed. The observed bend in the hypotube most likely occurred during resistance encountered while attempting to cross the lesion during procedure. If the balloon catheter is not properly supported during pushing or loading it through the rhv or onto the guide wire during procedure, it may result in a bend of this nature. Dimensional analysis indicated that the distal end of the crimped stent was oversized. This oversizing likely occurred at the time of dislodgement, as it is expected that the stent may slightly expand during travel over the balloon. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. The inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guide catheter support, guide wire support, patient anatomical morphology, and patient disease state. Increased resistance may be encountered during an attempt to place a stent distal to a previously placed stent, which may result in damage and/or dislodgement to one or both stents; however, in this instance no determination can be made as to the root cause of the dislodgement. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line at abbott vascular. In addition, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimesionally inspected to verify the crimped stent outer diameters. This MDR is considered closed by the product performance group.